Event description:
Customer reported blood glucose results of 386 mg/dl and 167 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system; replacement was sent.